Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant, the right atrial (ra) lead had elevated thresholds. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.